Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to blood glucose. During troubleshooting for the current occlusion alarm, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. The contact did not want to remove the site as the contact believed the site was not the issue. Reportedly, the customer wore the pump against their skin in a soft/thin case and a temperature change had occurred to the pump prior to the occlusion alarm declaring. A new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed.